Event description:
Edwards received information that this device was explanted at implant. As reported, the patient was removed from bypass and maintained satisfactory hemodynamics. However, a central leak was observed through the valve which interfered with the hemodynamics and the pulmonary artery pressure increased to 60 mmhg. Therefore, bypass was reinstituted and the valve was excised. The "central insufficiency was noted with what appeared to be failure of three cusps to coapt." A 25mm valve was implanted, the chest was left open, and the patient achieved good hemostasis.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the leaflets exhibited characteristic markings which indicated suture was looped around a commissure. Suture track and permanent indentations were present on the free margins of two (2) leaflets. These indentations were most likely left by a suture that was tied tightly down and against the commissure, thus leading to a gap at the coaptation region. Horizontal creases were also observed in the cusp of the two (2) leaflets. Both the wireform and metal band appeared intact in the x-ray. Blood and suture holes were evident around the sewing ring; however there was no suture on the sewing ring. Method: x-ray. Additional manufacturer narrative: the clinical report of central regurgitation could be confirmed by visual observation as the leaflets exhibited characteristic markings of suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Edwards will continue to review and monitor all events. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information indicating the patient was later discharged home.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4)